Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/ patient contacted lfs on (B)(6) 2011 alleging inaccurate high reading on their one touch ultralink meter. A medical surveillance specialist (mss) was unsuccessful to get a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that he "crashed" on the night of (B)(6) 2011 and had to contact ems. The patient mentioned that when the paramedics tested the patient on the ems' meter his blood glucose was 33 mg/dl and the patient's lfs meter read 271 mg/dl. The patient was unable / unwilling to further troubleshooting, since the patient had to be at work. Product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, "normal" reading for the patient, readings prior to the event, events leading to the event, details on symptoms, treatment and whether the patient was taken to the hospital. The complaint is being reported since the patient alleged that due to the alleged high reading, he developed symptoms and had to contact ems for assistance.